Event description:
An aneurx abdominal stent graft system was implanted in a patient for the emergent endovascular treatment of a 6.5 cm ruptured abdominal aneurysm. Vessel morphology at the time of implant was not reported. It was reported that after the aneurx bifurcated stent graft and the iliac limb (MFR report #2953200-2010-01433) were implanted, a junctional type iii endoleak was evident between the two stent grafts upon the final angiogram. It was then realized that the iliac limb had been inadvertently undersized during the case. The physician elected to intervene by converting the patient to an aorto-uni-iliac (aui) configuration by implanting two aneurx aortic cuffs, followed by performing a femoral-femoral bypass, with successful results. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: endoleak; pre-operative rupture; device was used for treatment of a pre-operative rupture. Evaluation, conclusion: pre-operative rupture; device was used for treatment of a pre-operative rupture; undersizing of the device.